Manufacturer narrative:
Evaluation of the returned indigo system separator 6 (sep6) confirmed that the separator bulb was fractured from the sep6. This damage typically occurs if the sep6 is repeatedly manipulated against resistance. Based on the reported event, the root cause of resistance could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery and the anterior tibial artery using an indigo system separator 6 (sep6) and an indigo system aspiration catheter 6 (cat6). During the procedure, the physician experienced resistance while using the sep6; however, removal of thrombus was deemed successful. Both the cat6 and sep6 were then removed. Upon removal, the sep6 bulb was noted to be missing, and was later found in the rhv connected to the cat6, with no material remaining in the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.